Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system is filed under a separate medwatch report.

Event description:
This is being filed to report the mitraclip delivery system (60630u157)got stuck in the leaflets and was difficult to remove which has potential of injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), grade 4+. Mitral mean pressure gradient was 1 mmhg. The first clip was implanted and mr was reduced to 3-4+. A second clip (60630u157) was advanced to the mitral valve however when steering down into the valve, the device became stuck in the anterior leaflet. Standard trouble shooting was performed to remove the clip delivery system (cds). The clip was not implanted. There was no damage to the anatomy; however mr increased to 4+. Another clip (60701u105) was implanted lateral to the first clip without issues, and the mr was reduced to grade 3+. Mean pressure gradient had increased to 6 mmhg. The patient is stable. No additional treatment is planned for the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and patient morphology/pathology appears to have contributed to the reported difficulty removing the device due to interaction with the leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.